Event description:
It was reported that the device stopped working, tuned off and had a continuous alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: event problem and evaluation codes: updates are not required. A sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received on 12-dec-2022. The pump was in use when they realized that it tuned off without notice. No patient harm or injury occurred. Additional information was received on 13-dec-2022. No medical intervention was required.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device missing a tamper seal. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated. Pump was running for two hours with customer settings and battery that was returned with device. No fault was found, and the cause of the reported issue was unknown. No corrective action was taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.